Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿this registered nurse (rn) changed the patient's cap and strung a new 0.9 carrier to run at 2ml/hr like it previously was running at. When I returned, the 0.9 bag had run dry, but the volume to be infused (vtbi) on the pump said the patient only got 1.26ml." There was patient involvement, but the outcome is unknown.